Event description:
It was reported that during an unspecified procedure, the polymer of the graphix int guide wire detached. The lesion being treated was located in an occluded right coronary artery (rca). The physician reported difficulty crossing the lesion. Upon removal of the graphix int guide wire, the physician noted that some of the polymer coating was left in the distal portion of the vessel. The patient was sent to bypass surgery due to difficulties experienced crossing the lesion. No further patient injuries or complications were reported. Patient status is reported "okay". Additional information regarding this procedure has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The device history records for this lot were reviewed and met all specification relevant to the complaint upon lot release. No anomalies related to the complaint were noted.